Event description:
It was reported that the patient had pain at the anchor site. Surgical intervention was undertaken, and the anchor was explanted. During the procedure, the patient's ipgs were not put into surgery mode and were unable to communicate with any external devices. The ipgs were then explanted and replaced.

Manufacturer narrative:
The report of ¿inoperable ipg¿ was confirmed. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. The service application condition was a result of anchor replacement procedure the patient reported having prior to the device becoming inoperable.